Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the rubber part of the tubing on the enteral feeding set was leaking.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. One used sample was received outside the original package for evaluation. The sample was functionally evaluated. During the evaluation no leaking could be detected. This complaint will be closed with no further action and will be used for tracking and trending purposes.